Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). Reportedly, "patient is doing well. However, vault od is 79 microns."

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim (B)(4).